Event description:
It was reported following a left heart catheterization, a 6f angio-seal vip was deployed in the right femoral arteriotomy. A pre-deployment angiogram was performed which indicated the puncture was close to the bifurcation and peripheral vascular disease was present. Following deployment the patient lost pulses in the right leg. A contralateral puncture was performed in the left femoral artery and a femoral angiogram revealed an occlusion of the right femoral artery near the bifurcation and puncture site. A balloon angioplasty was performed and blood flow was restored to the puncture site. The patient was admitted. There is no more information regarding this complaint.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instructions for use (IFU) states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.